Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their oral-b toothbrush head broke on them.. The first toothbrush head popped off and the bristle's broke through the plastic part of the second one. No injury was reported.

Manufacturer narrative:
30-may-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Breaking...first one the head just popped off, the second one the bristle's broke through the plastic part - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: consumer via e-mail stated that their oral-b toothbrush head broke on them.. The first toothbrush head popped off and the bristle's broke through the plastic part of the second one. No injury was reported. 14-apr-2022 case update: the suspect product lot was b634. No injury was reported. 30-may-2022 case update: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.